Event description:
The pt underwent pelvic floor reconstruction in 2004. Post operatively, the pt experienced urinary retention and required catheterization for seven days. The urinary retention resolved after 2004.